Manufacturer narrative:
The device history record review was unable to be performed as the lot number of the device was not reported. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage and stroke are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the day after a successful thrombectomy procedure with the subject retriever, the patient experienced asymptomatic cerebral hemorrhage and hemorrhagic infarction. No additional treatments were performed. The physician's opinion that was reported indicated that there was no causal relationship between the asymptomatic hemorrhage and the retriever, because the asymptomatic hemorrhage was hemorrhagic infarction which was caused by reperfusion. No additional information is available.

Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that the day after a successful thrombectomy procedure with the subject retriever, the patient experienced asymptomatic cerebral hemorrhage and hemorrhagic infarction. No additional treatments were performed. The physician's opinion that was reported indicated that there was no causal relationship between the asymptomatic hemorrhage and the retriever, because the asymptomatic hemorrhage was hemorrhagic infarction which was caused by reperfusion. No additional information is available.